Event description:
Dexcom g6 sensor reading of 191 mg/dl at 5:27 am, omnipod 5 auto bolus based of reading. Double-checked with finger stick and blood glucose reading was 135 mg/dl. Proceeded to calibrate 3 times over 15-minute intervals, dexcom g6 still was consistently more than 20 mg/dl off. Dexcom g6 sensor reading 76 mg/dl at 7:57 am, double-checked with finger stick and blood glucose reading was 142 mg/dl. After a calibration and 15 minutes later, I received a "sensor reading error greater than 3 hours". This is very dangerous with the omnipod 5 relying on the dexcom readings for bolusing insulin, and inaccurate readings are sending me either into dangerous lows or dangerous highs. Dexcom needs to be held accountable for their consistently faulty product that they advertise as "no finger sticks needed".